Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 had a transducer fault. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. A visual inspection of the pcb revealed no signs of damage or misuse. Pcb was installed into a known good top-level ltv system and powered on, ventilation was started on adult default settings, and no abnormal alarms or faults were detected. Allowing the unit to resume ventilation for approximately 40 minutes resulted in """"high pres"""" and """"low minute vol"""" alarms being observed after 35 minutes of operation. Restarted the unit, and an """"xdcr fault"""" appeared. Power was cycled, and the system was booted into service mode. Transducer calibration was performed, and the flow differential ad readings were found to be unstable. Attempted to calibrate -30 as described, ad counts railed to "0", calibration failed. Attempted to zero transducers using xdcr zero function and found fdb, fdw, and fdn would not zero, ended in fail result.the reported complaint was duplicated and isolated to a faulty flow differential pressure transducer, unable to calibrate.